Event description:
Patient results generated using a cell-dyn 1700 analyzer. Hgb=8.4,13,2 and 9.3 g/dl and plt=87, 136, and 87 k/ul results were obtained. Hgb=8.4 g/dl and plt=87 were reported and questioned by a physician. No impact to patient management was reported.